Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, information was received from two different healthcare professionals (hcp) and a manufacturer representative (rep) regarding a patient receiving morphine (10 mg/ml, 2.498 mg/ml) via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2018, the hcp could not locate the refill septum during a refill. The template was being used. The appropriate refill kit/needle was used. It was stated, "metal only was felt on insertion" and "possible flipped pump". It was "unknown" if the pump appeared to be flipped. The hcp planned to inform the managing hcp of the refill issue and stated they would request the hcp to order a lateral x-ray to confirm the pump orientation. The hcp also reported that they have had trouble filling the patient's pump before. The hcp stated that this patient often had swelling within their pocket site and the hcps have had to drain the site before refilling. The hcp stated that they have always been able to access the reservoir though. The hcp did not know the dates for the past refills and swelling. There were no reported symptoms at this time. On (B)(6) 2018, additional information was received from the patient's managing healthcare professional (hcp). The information reported that the patient went to get a pump fill and was unable to access the port due to pump flipping in the pocket. The patient did not know when or why the pump flipped. The hcp created a new pocket when "flipping the pump back to proper position". The hcp also did a culture on blood inside the old pocket. The event was resolved at the time of this report. The patient's status was alive - no injury.